Event description:
It was reported that on (B)(6) 2021 the patient had just inserted the PICC catheter, and found a little liquid leaking from the end of the central venous catheter through the peripheral intubation during the bolus injection of physiological saline, and immediately replaced the intact device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0211 showed no other similar product complaint(s) from this lot number.